Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (bed would move if pulled when the brakes were set). The bed was located on the med surgical floor at the account and not in use. There was no patient/user injury reported. This report was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters were worn and had damaged stems. Per the hill-rom service manual, the bed should be subject tot an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the brake casters to resolve the issue. This issue was investigated and corrective action was addressed with (B)(4). Based on this information, no further action is required.